Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the stroboscopy output is not functioning. When the mic is connected and the footpedal is depressed, none of the on-screen readouts are portrayed. It remains blank and appears as if the mic and light are not tracking the mucosal wave. I have tried other mics and footpedals on that unit and they didn't work either and I also tried their mic and footpedal on another unit and it works fine. It was not possible to complete the stroboscopy portion of the procedure effectively. No negative impact in state of health reported.